Event description:
Cec adjudicated the previously reported stroke to have occurred one day prior to the site reported date.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).

Event description:
During the index procedure, two resolute integrity drug eluting stents were implanted; one in the lcx and one in the lad. Approximately 10 months post the index procedure, the patient was hospitalized due to a cva.